Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during suture of left knee meniscus injury surgery, after 1st firing, two plates were deployed at the same time. The complaint device was received, only the needle along with one suture were returned, the applier gun used in this procedure was not sent. On visual inspection it could be observed that the plates and sutures are not inside the needle which is a sign that both implants were deployed. There were no structural anomalies on the needle or the silicone sleeve. Since the plates were not returned, the functional test cannot be performed. A manufacturing record evaluation was performed for the finished device 6l29007 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Since the applier gun was not returned, this complaint cannot be confirmed and therefore unable to be replicated for the described issue. A possible root cause can be attributed to the applier gun, the pusher rod could have a slight deformation on the tip leading to a double deployment issue, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in china that during a meniscal repair of the left knee on (B)(6) 2021, it was observed that two plates deployed at the same time after the first firing. Another like device was used to complete the surgery without a delay reported. There were no adverse consequences to the patient. No additional information could be provided.